Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling well and was tired and bradycardic. An interrogation of the cardiac resynchronization therapy defibrillator (crt-d) was sent to the patient's following physician and the device remains in use. No further patient complications have been reported as a result of this event.